Event description:
The device was returned for evaluation. Upon inspection, the pump had extensive damage to its rear housing. A final acceptance test was performed in an attempt to replicate the failure. Half way through primary infusion, the pump immediately stopped and issued a "pump problem" alarm. The pump was then disassembled to inspect the spring cage along with the fva assembly. Upon removing the rear cover, extensive damage was observed along the top half of the cover. This damage is the result of a combination of over torqueing the rear housing screw into the handle and mishandling of the pump at the customers facilities. When the rear cover was removed the top two screw receptacles were not attached due to the damage it received. The pcba av flag board was removed to inspect the spring cage. When looking at the underside of the pcba, it was clear that the board was being affected by corrosion due to fluid ingress. It was also noted that the frm board showed signs of surface corrosion. The spring cage was functional, although it will be updated to the new revision to meet the requirements of the ongoing recall process. Primary source of failure can be attributed to the excessive damage to the pcba av flag board.

Event description:
Customer reports the following: "tubing set not recognized. Cleaned pins and sensors and tried multiple cassettes. No patient harm." Preliminary review indicates that this was a primary outlet flag failure, which stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.